Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: july 21, 2010. No deviations or non-conformance reports were documented in the device history record. A product investigation was completed: upon visual inspection it can be seen that shaft is broken into two. The balance of the device is in fair condition, with minimal signs of wear and tear. No definitive root cause was able to be determined however the failure mode may be consistent with off axis drilling or the patient may have harder than normal bone density resulting in the complaint description. This complaint is confirmed. Per the technique guide, the returned instrument is part of the depuy synthes proximal femoral nail antirotation ii system (available in ous only) and an optional instrument in the proximal femoral nail antirotation system. The instrument is utilized for opening the femur prior to nail insertion. The relevant drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Dev ice manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat an intertrochanteric femoral fracture with proximal femoral nail antirotation (pfna) system implants on (B)(6) 2016, the drill bit broke during use. This event occurred upon initial opening when the surgeon scraped the cortex a little by using the drill bit over the guide wire. It was further reported that it was confirmed that the rotation of the associated power tool was set to "forward". The surgeon used a backup pfna awl and completed the surgery successfully. There was no adverse consequence to the patient and it was confirmed that no fragments were retained in the patient. There was a five minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).